Event description:
It was reported that via remote transmission, device was found out to be intermittently undersensing atrial events. Eventually the device appropriately diagnosed the rhythm and switched mode. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.